Event description:
Informed of complaint by fusa sales. Customer reporting an external "blood leak" from one header cap of the dialyzer, thirty minutes prior to the end of the dialysis treatment. First use of the single use dialyzer. The estimated blood loss from the actual leak was not known, estimated blood loss from discard of the extracorporeal circuit was 250 cc with no adverse effect to the patient. There was no reported medical intervention. The complaint dialyzer was discarded; companion lot sample has been requested. MDR filed due to reported blood loss.